Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an unexpected rate change was confirmed through a review of the device logs and is associated with user programming. Laboratory test results performed on the suspect pump module confirmed the device to be within specification and operating as intended. Review of the pcu event log observed that the last programed infusion for the suspect pump module was on (B)(6) 2024 at 7:47 am; a remote intravenous (IV) message was received with the infusion parameters; a rate of 4ml, volume to be infused (vtbi) of 500ml for oxytocin (drugid=336). Multiple reprograms were made for the infusion rate. Pvi was recorded as 365.763ml. On (B)(6) 2024 at 3:37 pm a type 1 call back delay was programmed for 15 minutes. On (B)(6) 2024 at 6:32 am a bolus dose of 30 minutes with a rate of 333.3ml/h and a vtbi of 166.667ml was programmed. At 7:09 am user channeled off unit. Internal and external inspection of the pump module found no irregularities. The alaris system dfu (v12.1.3) states that with any infusion, all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: 01562475). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. Suspect point of care unit module s/n: (B)(6) (w/o: 01562476). Device opened for investigation. Please re-torque all screws. Incidental finding: missing one battery screw and third-party part battery, please replace battery and add the missing screw. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. Root cause: the root cause of the report of an unexpected rate change was identified as user programming during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported an unspecified event. Bd received additional information. It was reported that the "oxytocin rate changed back to an old rate." There was patient involvement but no harm. Although request, no further information was provided.